Event description:
It was reported that when the patient came to the hospital for a routine generator change. Device interrogation revealed that the patient's left ventricular (lv) lead was not capturing. Chest x-ray performed and revealed that the lv lead had dislodged. The lv lead was explanted with no replacement. The patient was discharged following the procedure.